Event description:
It was reported by service report that the auxilliary outlet had no power. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: auxiliary power cord was unplugged.